Event description:
It was reported that the right ventricular lead dislodged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the capped lead was explanted during an unrelated procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.